Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration); patient's condition affected effectiveness of device (disease progression with aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression with aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. The patient was lost to follow-up. The patient has a severely angulated aortic neck. A recent CT scan revealed that there was bifurcated stent has migrated distally approximately 3 cm without the presence of an endoleak was noted. The physician decided to implant an endurant 32x32x70 cuff and the migration was resolved. No additional clinical sequelae were reported and the patient is fine.